Event description:
The manufacturer was contacted regarding an I-neb cf UK unit, which was not delivering medication properly (not emptying and not turning off again). The patient states that the device has not been operating properly since the day they started using it. There are no claims of patient harm or serious injury, and no medical intervention is specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted regarding an I-neb cf UK unit, which was not delivering medication properly (not emptying and not turning off again). The patient states that the device has not been operating properly since the day they started using it. There are no claims of patient harm or serious injury, and no medical intervention is specified. Despite good faith effort attempts made to 'invoicesuk@zambongroup.com' the device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be completed. If any additional information is received at a later date, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported maximum good faith attempts to retrieve the device for evaluation. Upon further review of this complaint, analysis of past events has not indicated an adverse event has occurred due to the alleged malfunction. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This complaint is considered not reportable.